Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that they were experiencing issue with air bubbles appearing in the cartridge and infusion set tubing. The reporter stated that this issue occured with multiple different cartridges and infusion sets. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no physical damaged found against pump. The pump was primed and exercised correctly. And no air bubbles were duplicated in the cartridges and in the tubing during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.